Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k941562 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with detachable bd luer-lok¿ syringe had no scale markings on it. The following information was provided by the initial reporter: "scale missing"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-27. H6: investigation summary one photo and one syringe sample with open packaging were received by our quality team for evaluation. From the photo, the scale marking was observed to be missing on the syringe barrel. The sample was subjected to visual inspection and observed a missing scale marking on the syringe barrel. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The packaging line was reviewed and there was no station in contact with the scale marking of the barrel that could result in the missing scale marking. As the syringe part is from bd canaan, the quality team at bd canaan has completed a supplemental investigation. Based on their investigation, the root cause has been determined to be associated with the marking process. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle with detachable bd luer-lok¿ syringe had no scale markings on it. The following information was provided by the initial reporter: "scale missing"